Event description:
It was reported that there was a blurry image during procedure.

Manufacturer narrative:
Alleged failure: sticky cord/ image ranged from obstructive to blurry. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: worn out front enclosure threads. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a blurry image during procedure.